Event description:
Partial colectomy procedure. Plc75 was loaded with plcr75b reload and was fired. Device cut on the proximal and distal ends but did not cut approx. 5mm in the middle of the reload. There was unanticipated tissue loss since re-section was required. Another device was used to complete the case.

Manufacturer narrative:
Results and conclusions: upon analysis, both the plc75 and the device tested normal without any issues. Update on 4/3/07: respective sales associate informed MFR that a "foreign matter" was observed on the knife blade track which could have contributed to the reported condition. Since the dlu was thoroughly cleaned and rinsed prior to returning it to the MFR for appropriate investigation, it is not possible to accurately determine the cause of the reported condition.